Manufacturer narrative:
Updated fields: (device available for eval?, return to manufacture date), (site country, initial reporter, event site address), ( type of investigation, investigation findings, investigation conclusion). Additional information: e1(postal code): t2n 279. It was reported by customer when they ordered new solenoid driver board (part # 670-00-0639). Item received was defective out of box. The defect was noticed when the customer installed the new board and found that the "s1a and s1b led outputs measuring at zero volts". No patient involvement. Also, which states that the unit has been repaired by the customer and is back in clinical use at this time. The defective part is available for return. The defective components were received for further investigation. The nrc initially verified the failure of the solenoid driver bd. It was observed the switch settings (s1a and s1b) on the solenoid driver bd. Were reversed during initial testing. The switch setting were retested in the proper position and no problem was found with the board. Tested system via service diagnostics and normal simulation usage. Tested ok. Based on the fat evaluation for the returned part, it found the part to be in good condition and could not replicate the failure. H3 other text : repair is not done by getinge.

Event description:
N/a.

Manufacturer narrative:
Item received was defective out of box. The defect was noticed when the customer installed the new board and found that the "s1a and s1b led outputs measuring at zero volts". Additional information was received the unit has been repaired by the customer and is back in clinical use. The defective components were received for further investigation. The national repair center installed the solenoid driver board p/n 0671-00-0639 s/n (B)(6) into the cs300 test fixture serial number (B)(6)and tested the solenoid driver board as per the cs300 service manual part number 0070-00-0689 revision v. The nrc initially verified the failure of the solenoid driver bd. It was observed the switch settings (s1a and s1b) on the solenoid driver bd. Were reversed during initial testing. The switch setting were retested in the proper position and no problem was found with the board. Tested system via service diagnostics and normal simulation usage. Tested ok. Retaining the motor control board in the nrc per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) out of box failures on ordered new solenoid driver board (part # 670-00-0639). Item received was defective out of box. The defect was noticed when the customer installed the new board and found that the "s1a and s1b led outputs measuring at zero volts". There was no patient involvement.